Event description:
The customer reported that the vertical lift did not function on the system. No injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced a fuse on the unit. The system is functioning properly.